Event description:
It was reported that this device exhibited undersensing on the non-boston scientific right ventricular (rv) channel. Upon review of the presenting, the intrinsic amplitudes were out of range. Technical services (ts) reviewed and recommended a full lead integrity check and assessment of pacing and sensing performance. This device and non-boston scientific lead remains in service. No adverse patient effects were reported.